Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. It was reported that there was failed communication with the clinician tablet and the pump was unable to be accessed during a routine refill. Environmental/external/patient factors that may have led or contributed to the issue included a recent pump replacement on (B)(6) 2020, no other factors reported. Flipped pump was confirmed with ultrasound. The hcp successfully manipulated the pump horizontally and, with assistance, held the pump in this position to allow for access and refill. The issue was not resolved at the time of the report. Surgical intervention has been scheduled for (B)(6) 2021.